Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; delayed response of the down arrow button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/17/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged button tactile issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was intact. The ¿down¿ arrow button responded intermittently. Removal of keypad cover found contamination under the ¿down¿ arrow button contacts. Unrelated to the button issue, it was observed that the display screen was dim with a pink contrast. The battery compartment was found to be cracked at three places, at the top, below the grip pad, and between the grip pad and the opening.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.